Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had cubie issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had cubie issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer 2.1 experienced a read/write error due to invalid cubie memory. The field service engineer (fse) had the customer log in to confirm the reported failure. The fse then pulled the station from the wall, removed the back panel and the rear section of the drawer, and disconnected the retractor band. Upon inspection, the fse found the existing retractor band to be faulty and replaced it with a new one. Following the replacement, the drawer was reassembled, and the bus cable was reconnected. The fse powered on the station, logged in, and successfully tested drawer functions, confirming that the issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.